Event description:
A consumer reported following an intraocular lens (iol) implant procedure, he experienced a decrease in night performance vision. The consumer described vertical stretches of light dispersing into right angles. The consumer was diagnosed with granular tracts. There are two manufacturer reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product evaluation: device was not returned for evaluation. The device remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).